Event description:
A ventilator was returned to the manufacturer for service. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The connector to the harness on the device's interface board was reseated to address the issue. There was evidence of physical damage.

Manufacturer narrative:
The manufacturer previously reported a ventilator had a "service required" code found in the device's downloaded error log and the device's connector to the harness on the device's interface board was reseated to address the issue. During additional testing, the device failed a step during testing. The device's oxygen blending module gasket was replaced to address the issue.